Event description:
It was reported that the patient presented in the hospital for both the right ventricular (rv) and right atrial (ra) lead revision. The patient's rv lead was found to have exhibited high capture threshold meanwhile the patient's ra lead had exhibited loss of capture. Both the rv and ra leads were explanted and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing found no conductor fractures but an internal short was noted between conductor paths due to damaged inner insulation consistent with procedural damage. Visual and x-ray examination of the lead found no anomalies except for procedural damage.